Event description:
A customer from the united states reported discrepant identification results in association with the vitek® ms instrument. The customer reported an isolate from blood culture was identified by a latex agglutination test as staphylococcus aureus and the susceptibility yielded a vancomycin of 4 ug/ml. Etest® was performed to confirm. The isolate was submitted to a reference lab for oritavancin testing, and was identified as a possible s. Cohnii, so the customer reevaluated the blood culture and determined the presence of three (3) morphologically different isolates. The three (3) isolates were identified as staphylococcus aureus with the vitek ms on (B)(6) 2018 in addition to vitek 2 testing in which the results did not match. Tube coagulation appeared to be positive for all isolates. The final identification from the reference lab was s. Lugdunensis. The three isolates were subbed on (B)(6) 2018, and then tested: (B)(6). Patient information was not provided by the customer. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer from the united states reported discrepant identification results in association with the vitek® ms instrument. Vitek ms identified three morphologically different isolates as staphylococcus aureus. Vitek® 2 gp ID test kit identified the isolates as: isolate 1 = s. Warneri. Isolate 2 = low discrimination to s. Caprae, s. Cohnii ssp cohnii, s. Vitulinus. Isolate 3 = s. Lugdunensis. An internal biomérieux investigation was performed with the isolates submitted by the customer. *conclusion on the system: => the customer's system was operational during the tests. => the customer's spot preparation quality was quite good. The "all peaks number" from the calibrator strain was globally quite homogeneous - it can be extrapolated to sample spot preparation. *conclusion of the tests performed internally on vitek ms knowledge base (kb) v3.0: => 20 tests have been made: five tests per isolate and four isolates (two isolates and one isolate ID mb180057105 -11 with two kind of colonies on the plate). All tests gave a single choice to staphylococcus aureus. The vitek ms results were reproduced internally. => the decision was made to perform a 16s sequencing of the four isolates. => sequencing gave an identification to staphylococcus aureus/argentus. According to r&d, additional phenotypical data should be considered to select only one species. Consequently, vitek ms performed as expected as it gave the correct identification.